Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger sticking on mics power handle. Blade continue to cut move once trigger was released. Tka procedure. Update: the issue occurred outside of haptics.

Manufacturer narrative:
Reported event: it was reported that the mics trigger was sticking in a tka case. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. (B)(4) has been initiated in regards to missing product. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k08uf and 24 including s/n (B)(4) accepted into final stock on 01/25/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k08uf shows 02 additional complaints related to the failure in this investigation. These complaints are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Trigger sticking on mics power handle. Blade continue to cut move once trigger was released. Tka procedure. Update: the issue occurred outside of haptics.